Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8wq9t2 however, transmitter with serial number 8lcyax was returned for evaluation. An external visual inspection was performed and passed. Voltage test: fail. A review of the share logs was performed and signal loss was not found for serial number 8lcyax within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).